Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 438 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test was performed with a pair of pliers, and the insulin pump passed the test. The customer stated that the insulin pump had alarmed no delivery while she was in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.